Manufacturer narrative:
(B)(4). Cartridge pan dislodged. (B)(6). White part did not fall into patient. Another device was used to complete the case the analysis showed that the device was received in good visual condition and with a reload pan found lodged inside the channel. Additionally, we received the white cartridge in a separate bag. The cartridge was fully fired and with the pan dislodged. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to how the pan became dislodge from the reload. In addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an lavh procedure, when the reload was positioned, the metal part of the reload stayed in the device after firing. Another device was used to complete the procedure. No adverse consequences reported.